Manufacturer narrative:
Additional information was received that the leads had many electrodes that were not working. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient¿s pain in right shoulder and low back were not device related. The patient was doing well postoperatively. The explanted devices were not returned to bsn. Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 14802049, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure.